Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a detached downstream occlusion (dso) seal, scratched lens and damaged battery compartment. Functional testing found a defective remote dose connector and defective dso sensor. The reported problem was duplicated. The dso seal, dso sensor, lens, battery compartment was replaced. The remote dose connector was replaced to fix the problem.

Event description:
The customer returned the product for a damaged remote cord sock, during physical inspection a detached downstream occlusion (dso) seal was found. There was no patient involvement.